Manufacturer narrative:
Date of event: the exact event date is unknown. Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with inflatable penile prosthesis and is noted as such in the device instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot numbers were not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptom of hematuria was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient recently experienced occasional bleeding when urinating, at the beginning or end of the stream. The patient had an inflatable penile prosthesis (ipp) implanted on (B)(6) 2004, and is wondering if his symptom is related with the device material. Patient services specialist contacted the patient and recommended him to see his urologist. The patient is going to make an appointment to be seen.